Manufacturer narrative:
The customer performed primes, ise checks, washes, and calibration. The calibration failed and cal e alarms were noted. The customer's qc was acceptable. There is no indication for a performance issue of the reagent. The field service representative found the sample probe was clogged. He replaced the probe and verified the overall condition of the system by performing checks with acceptable results. The customer performed calibration and qc with acceptable results. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable ise indirect na for gen.2 results for 1 patient sample on a cobas pro ise analytical unit. The initial result was 131 mmol/l. The repeated result was 138.4 mmol/l. The repeated result was performed on another cobas pro ise analytical unit, and was believed to be correct. The results were reported outside of the laboratory. The electrode lot number is v0692. The expiration date was requested, but not provided.